Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Visual examination of the returned product identified the inserter to be fractured at the tip. The tip was not returned. A wear ring is present around the tip at the fracture site. The strike plate has been dinged. The shaft is also dinged near the grip. Additionally, the device was sent for further analysis. Analysis determined the instrument fracture show river lines and indication of a slight hinge suggesting a bending overload mode of failure. Complaint confirmed based on evaluation of returned product. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported the inserter is damaged and the tip was no longer with the instrument. There was no patient involvement. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Report source: netherlands. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.